Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus and the cursor on the display were not aligned. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis also noted that the power cord bay latch was broken, the printer drawer was contaminated. The power cord bay and the printer drawer were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work correctly. It was noted that the stylus was calibrated and a new stylus was applied but the issue remained. The programmer and stylus were returned for service. No patient complications have been reported asa result of this event.